Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-06308. It was reported the pt experienced worsened pain three days after trial leads were implanted. The pt was treated in the emergency room where his leads were removed. The pt's blood work and MRI showed negative findings. The pt's spine surgeon determined the pt needed an extended fusion from l5-s1 to the new problem l4-l5.